Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis and aortic insufficiency. According to the operative report, this patient has a history of ventricular septal defect repair early on in life. Also at 14 years of age, she was admitted with a history of aortic valve endocarditis. The cultures at that time grew kingella. She was treated with antibiotics. However, during admission, she suffered from a stroke. The stroke was secondary to the vegetative emboli. At that time she underwent replacement of the aortic valve with an edwards bioprosthetic valve (serial #(B)(4)) as well as a root enlargement using pericardial patch in the noncoronary sinus of valsalva. At that time, she also had right subclavian artery embolectomy to remove the vegetative emboli into the artery. Her postoperative surgical course was somewhat complex, but eventually was discharged to her caregiver in stable condition. She was now noted to have significant bioprosthetic valve stenosis with a peak gradient of 88 mmhg. There was also mild-to-moderate degree of bioprosthetic valve insufficiency. The decision was made to re-replace the valve. Upon inspection, the bioprosthetic valve clearly demonstrated fusion of the commissures. Calcification was also noted by the health-care provider. The valve was removed and another edwards bioprosthetic valve was placed.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.